Event description:
Huntleight healthcare was informed by a nursing supervisor that a pt fell off alpha active mattress replacement system and sustained a laceration above the eyelid which required sutures.